Event description:
The supplier reported they had two different customers return power cords due to complaints of burning wire. Supplier indicated the power cords smelled and looked like they melted.

Manufacturer narrative:
This issue was identified during complaint remediation activities in which historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting. Replacement power cords were sent to the supplier. The original power cords were not returned by the supplier. As the original products are not available for evaluation/analysis, no definitive conclusion regarding the root cause of the reported event can be made. Should the product become available, an evaluation will be performed and a supplemental medwatch submitted at that time. (B)(4), approved on (B)(4) 2010, has been initiated for pump in style transformer overheating/melting issues. Any additional follow up actions will be established as a result of the (B)(4) process.